Event description:
During an attempt at routinely monitoring a pt, the device allegedly displayed dashed lines and failed to display the pt's ECG. There were no adverse effects to the pt reported as a result of the reported malfunction.